Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation currently underway.

Event description:
It was reported that upon a scheduled retrieval of an ivc filter that had been implanted for six years, it was observed that two filter feet were missing from the filter. Location of the filter feet are unk. No report of pt injury.